Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The event date is an approximation. On the same day, it was reported that the patient, they experienced diabetic ketoacidosis. The ketones ¿were up¿, but no specific value was reported. The patient was feeling weak, was vomiting, and could not walk. The cgm reading was 160 mg/dl at that moment. The patient was brought to the hospital by their wife and when a fingerstick was taken the cgm reading was 160 mg/dl, and the blood glucose reading was 300 mg/dl, and the cgm reading was 140 mg/dl, and the blood glucose reading was 240 mg/dl. The patient was treated with intravenous insulin and fluids. The patient was discharged after 3 days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.